Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, the clinical and mechanical data support a finding of technique failure with incorrect placement of the fossa component and uneven distribution of screws. The mal-positioning of the fossa and the subsequent malfunction of articulation was found to cause extensive rocking of the fossa component and instability of the screws placed on the mandibular part. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2012-00044-1.

Event description:
It was reported that a revision surgery was performed 3 years after implantation due to pain. The patient also alleges hearing loss associated with the prosthesis. The revising surgeon listed reasons for the revision as incorrect prosthesis placement and entry into the left auditory canal causing hearing loss. The implants were removed and not replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur.the user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.the hospital discarded the explanted component.

Event description:
The patient had a revision surgery due to pain.